Manufacturer narrative:
This is the 2nd of 4 reports. Subject device is not available.

Event description:
Patient successfully underwent coil embolization for an anterior communicating artery aneurysm with 4 coils (subject device) and a microcatheter. Next day magnetic resonance imaging (MRI) showed an artifact. The CT image showed no sign. According to the physician, the artifact may be a marker for the product used. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Additional information provided by the customer indicated that there was no allegation against any of the devices used in the procedure. In addition, based on the review of MRI (magnetic resonance imaging) provided by the customer, possibility of a metal artifact has been ruled out as CT (computed tomography) scan did not capture it. Other possibilities that it could be a micro hemorrhage, a tiny air bubble or a tiny foreign body emboli likely from the catheter coating. Therefore, the reported event was not confirmed as the ro (radiopaque) markers are made of metal. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
Patient successfully underwent coil embolization for an anterior communicating artery aneurysm with 4 coils (subject device) and a microcatheter. Next day magnetic resonance imaging (MRI) showed an artifact. The CT image showed no sign. According to the physician, the artifact may be a marker for the product used. There were no clinical consequences to the patient.